Manufacturer narrative:
A visual inspection was performed on the returned guide wire and the reported tip separation was confirmed. Additionally, it was noted that the core at the separation was bent as if kinked prior to separation. The reported failure to advance was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents and/or complaint reported from this lot. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. The investigation determined the reported failure to advance, and tip separation appear to be related to operational circumstances of the procedure. In this case, based on the reported information, during advancement, the guide wire encountered resistance with the severely calcified anatomy and likely causing the tip to kink. Manipulation against resistance likely resulted in the reported/noted core, coil and polymer separation and stretched coils. Additionally, no attempts were made to retrieve the separated guide wire tip, and the tip remains in the patient anatomy, as such, related to the operational context of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was a procedure, performed to treat an occlusion in the severely calcified right popliteal artery. The ht command guide wire was advanced; however, advancement was difficult due to the patient anatomy. The tip of the guide wire separated. No attempts were made to retrieve the separated guide wire tip, and the tip remains in the patient anatomy. There was no reported adverse patient sequela or a clinically significant delay. No additional information was provided.